Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about (B)(6) weeks, oversensing and a pacing impedance < 200 ohm were reported on the device. Please note that the first lead associated with this device was implanted (B)(6) and explanted (B)(6), this second lead was implanted (B)(6) and explanted (B)(6). No adverse pt side effects have been reported.